Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted during testing. The backlight function of the device worked properly during testing. The backlight timeout setting was set to seconds and shutoff after seconds; then was set to seconds and shutoff after seconds; then was set to min and shutoff after min; then was set to min and shutoff after min. No backlight anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 360 mg/dl. The customer reported that the screen was completely dark and won't turn on when pressing any button. The customer reported that the backlight did not turn on. The insulin pump will be returned for analysis.